Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('unintended pregnancy/ pregnancy (no complication)') in an adult female patient who had essure (batch no. C06473, cs000f5, cs000f5 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage and gerd. Concurrent conditions included multigravida and parity 6. Concomitant products included omeprazole (prilosec), oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache and dysmenorrhoea outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient experience another pregnancy episode in (B)(6) 2016 which captured under case (B)(4). Lot number: cs000f5 is invalid. Lot number: c06473, production date 2013-12-20, expiration date 2016-12-31 . Lot number: cs000e5, manufacture date: 2014-04, expiration date: 2017-01. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unintended pregnancy/ pregnancy (no complication)") in an adult female patient who had essure (batch no. C06473, cs000f5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion and gerd. Concurrent conditions included multigravida and parity 6. Concomitant products included omeprazole (prilosec), oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and vitamins nos (multivitaminum). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache and dysmenorrhoea outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient experience another pregnancy episode in (B)(6) 2016 which captured under case (B)(4). Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet: events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping) were added. Lot no added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), pelvic pain ('pain') and pregnancy with contraceptive device ('unintended pregnancy/ pregnancy (no complication)') in an adult female patient who had essure (batch no. Cs000f5 not valid,c06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included miscarriage, gerd and birth defects (her child was born with birth defect). Concurrent conditions included multigravida and parity 6. Concomitant products included omeprazole (prilosec), oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and vitamins nos (multivitaminum). On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain in lower back that shoot all the way down in my feet"), abdominal pain lower ("pain in lower abdomen"), depression ("depression/psych injury related to essure"), abdominal pain ("abdominal pain"), nausea ("nausea"), procedural pain ("alot of pain after essure removal surgery") and prolonged labour ("it was longest deliver almost 18 hours") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, back pain, abdominal pain lower, depression, nausea, weight increased, procedural pain and prolonged labour outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, procedural pain, prolonged labour, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient experience another pregnancy episode in (B)(6)2016 which captured under case (B)(4). Lot number - cs000f5 is not valid. Lot number -c06473 production date 2013-12-20 expiration date 2016-12-31. Lot number-cs000e5 manufacture date: 2014-04 expiration date: 2017-01. Most recent follow-up information incorporated above includes: on 12-sep-2019: social media report: new events lower back pain, pain in lower abdomen, depression, prolonged labour, a lot of pain after essure removal surgery added. On 12-sep-2019: pfs received- new events uterine perforation, abdominal pain, nausea, weight gain and she did not undergo essure confirmation test were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), embedded device ('the left essure device was noted to be embedded in the wall of the uterus') and pelvic pain ('pain') in an adult female patient who had essure (batch no. Cs000f5 not valid,c06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included miscarriage, gerd, birth defects (her child was born with birth defect) and pregnancy with contraceptive device. Concurrent conditions included multigravida and parity 6. Concomitant products included omeprazole (prilosec), oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and vitamins nos (multivitaminum). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy/ pregnancy (no complication)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain in lower back that shoot all the way down in my feet"), abdominal pain lower ("pain in lower abdomen"), depression ("depression/psych injury related to essure"), abdominal pain ("abdominal pain"), nausea ("nausea"), procedural pain ("alot of pain after essure removal surgery"), prolonged labour ("it was longest deliver almost 18 hours") and abdominal pain upper ("side of stomach ache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, back pain, abdominal pain lower, depression, nausea, weight increased, procedural pain, prolonged labour and abdominal pain upper outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-(B)(4)). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, depression, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, procedural pain, prolonged labour, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient experience another pregnancy episode in (B)(6) 2016 which captured under case (B)(4) trailing coils: left: 3, right: 4 small wire density in the left paraspinal upper pelvis consistent with residual left essure device the left essure device was noted to be embedded in the wall of the uterus discrepancy noted: date(s) of insertion: (B)(6) 2016 (as per pfs)date: (B)(6) 2014(as per mr) patients baby case is captured under case: (B)(4). Lot number - cs000f5 is not valid. Lot number -c06473 production date 2013-12-20 expiration date 2016-12-31. Lot number-cs000e5 manufacture date: 2014-04 expiration date: 2017-01. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain , pregnancy , vaginal bleeding. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received, reporter information were added. Fu 9 and 10 processed together.event: side of stomach ache, left essure device was noted to be embedded in the wall of uterus were added. On 27-feb-2020: no new significant information. Fu 9 and 10 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), embedded device ('the left essure device was noted to be embedded in the wall of the uterus') and pelvic pain ('pain') in an adult female patient who had essure (batch no. Cs000f5-invalid,c06473,cs000e5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included miscarriage, gerd, birth defects (her child was born with birth defect) and pregnancy with contraceptive device. Concurrent conditions included multigravida and parity 6. Concomitant products included omeprazole (prilosec), oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy/ pregnancy (no complication)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain in lower back that shoot all the way down in my feet"), abdominal pain lower ("pain in lower abdomen"), depression ("depression/psych injury related to essure"), abdominal pain ("abdominal pain"), nausea ("nausea"), procedural pain ("alot of pain after essure removal surgery"), prolonged labour ("it was longest deliver almost 18 hours") and abdominal pain upper ("side of stomach ache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, embedded device, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, back pain, abdominal pain lower, depression, nausea, weight increased, procedural pain, prolonged labour and abdominal pain upper outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, depression, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, procedural pain, prolonged labour, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient experience another pregnancy episode in (B)(6) 2016. Which captured under case (B)(4). Trailing coils: left: 3, right: 4. Small wire density in the left paraspinal upper pelvis consistent with residual left essure device. The left essure device was noted to be embedded in the wall of the uterus. Discrepancy noted: date(s) of insertion: (B)(6) 2016(as per pfs) date: (B)(6) 2014(as per mr). Patients baby case is captured under case: 2020-049385. Lot number - cs000f5 is invalid. Lot number -c06473 production date 2013-12-20 expiration date 2016-12-31. Lot number-cs000e5 manufacture date: 2014-04 expiration date: 2017-01. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain , pregnancy , vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ( she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.